Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown unk - plate: us/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in hungary as follows: this report is being filed after the review of the following journal article: l. Sandor, p. Barzo, a. Kuncz, and p. Elek (2008), anterior spondylodesis in the lower cervical spine, chirurg vol. 79(5), pages 461-473 (hungary). The aim of this study is to consolidate both patients¿ groups and analyzed different types of anterior plate/cage spondylodesis prepared with regard to the rapidity and certainly of ossification in direct comparison as per uniform criteria: preparation of an anterior (ventral) spondylodesis at the lower cervical spine was defined as an entry criterion. Either the bone healing of the spondylodesis or the formation of a pseudarthrosis was defined as the output criteria. Those patients who could not meet the study criteria were excluded from the study. The consolidated patients consist of 485 patients. Between 1981-1994, a total of 163 patients (124 male and 31 female) with a mean age of 41.7 years (youngest patient is (B)(6) years old, oldest patient is (B)(6) years old) who had ventral plate spondylodesis in the lower cervical spine with non-locked plates + cancellous bone due to dislocation and dislocation fractures of the cervical spine. Between 1994 and 2006, a total of 167 patients (78 male and 89 female) with a mean age of 49 years (youngest patient is (B)(6), oldest patient (B)(6) years old) ventral plate spondylodesis at the lower cervical spine with non-locked plates + tricortical graft due to degenerative cervical spine diseases. Between 1996-2006, a total of 73 patients (27 male and 46 female) with a mean age of 46.34 years (youngest patient is (B)(6), oldest patient is (B)(6) years) who had ventral plate spondylodesis at the lower cervical spine with locked plates + tricortical graft due to degenerative cervical spine diseases. Between 2002-2006, a total of 90 patients (34 male and 56 female) with a mean age of 47.43 years (youngest patient is (B)(6) years old, oldest patient is (B)(6) years old) who had enteral cage spondylodesis at the lower cervical spine with ¿standalone-cages¿ + cancellous bone due to degenerative cervical spine diseases. These patients were divided into 4 groups: group 1 were treated with unknown synthes h-plate system with the average follow-up period of the patients was 51.3 (+ 0.7/35.3) weeks, group 2 were treated with competitor's device the average follow-up period of the patients was 54.5 (+ 49.5/38.5) weeks, group 3 were treated with synthes h cslp with the average follow-up period of the patients was 67.8 (+ 36.2/51.8) weeks and group 4 were treated with syncage c peek synthes with the average follow-up period of the patients was 48.8 (+ 3.2/32.8) weeks. The following complications reported as follows: group 1: 8 patients died in the early stage of treatment. 11 screws loosening in which 9 were insignificant. Forced material removal due to shifting, loosened screws. Group 3: out of the 110 reinforced segments, not a single segment achieved bone healing after 6 weeks. Even after 16 weeks, only 26 segments were consolidated with certainty. After a year, 23 segments were still not consolidated. After 104 weeks, however, there were still 6 asymptomatic pseudoarthrosis cases. Group 4: after 6 weeks, not a single segment showed ossification. This report is for an unknown synthes syncage peek , unknown synthes h-plate system and unknown synthes h cslp. These complaint captures the following complications for cslp: this report is for one (1) unk - plates: spine. This report is 2 of 4 for (B)(4).